Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 85% stenosed, 20x3.0mm, eccentric, de novo target lesion was located in the non-tortuous and severely calcified mid right coronary artery. The target lesion was calcified located in the right coronary artery. Following pre-dilation using a 3.0x20 emerge balloon catheter, a 3.00x20mm synergy drug-eluting stent was advanced for treatment. However, difficulties inserting the device through the lesion were encountered. When the device was removed from the patient's body, it was noted that the proximal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.